Manufacturer narrative:
A ge oec service rep investigated the issue and found the issue was with the facility emergency generator system. No system problem. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9600 fluoroscopy system had a power issue. Problem with system booting when plugged into emergency power system.